Event description:
A device report from (B)(6) indicated a surgeon in (B)(6) reported: surgeon was participant in mpe evaluation: the dorso lateral plate was not available to use during the procedure; surgeon selected a va lcp lateral distal plate, contoured it, and applied from the dorso lateral, date unknown. Patient had daily physiotherapy; between physiotherapies fixation with orthesis. Three weeks after procedure there was a failure of the os, nonunion. Patient had hardware removed, lateral plate, along with a synthes va lcp dhp plate. The implant date of the dhp plate is also unknown. Patient was revised to fixation with k wires. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.